Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopy surgery, on pulmonary incision suture, during the suturing process, the needle thread breaks and the needle is inserted into the lung tissue. To resolve the issue a small incision in the lung is re-cut to find the needle and re-sewed the tissue. The procedure was extended for more than thirty minutes.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photos noted two needles and one suture. One of the needles was detached from the suture. It appeared as though there was a fragment of suture stuck in the needle barrel. As no sealed samples were returned, functional testing could not be performed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.